Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the reservoir had an occlusion; the caller experienced great resistance when attempting to push insulin through the tubing via plunger push. The patient had experienced recent blood glucose values of 286 mg/dl, 208 mg/dl, and 223 mg/dl. The caller also mentioned that the transfer guard needle on one of their reservoirs was crooked. The reservoir will be returned for analysis.